Event description:
The customer reported that the stenoscop system locked up at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The interconnect cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.